Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form (B)(4). A partial lead with the connector pin measuring 19.2cm was returned in three segments for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed. Risk manager.

Event description:
It was reported that the patient presented to the hospital for a device and lead replacement due to high impedance. The patient tolerated the procedure well with no reported concerns.